Manufacturer narrative:
Conmed corporation received one (1) "used/damaged" eliminator pet biliary balloon dilator for evaluation. The device was examined in the laboratory and visual inspection noted the stylet from distal tip of the balloon and the protective sheath were removed per the instructions for use (IFU). The device was found in three (3) pieces; the distal portion of the catheter, the proximal portion of the catheter and distal segment of the pet balloon. A section of the proximal portion of the catheter was observed as deformed; the diameter of the catheter was noticeably thinner than the rest of the component. The proximal portion of the catheter containing the inflation and guide wire luers were functionally tested, the guide wire was found to move freely through the catheter. Using an inflation/deflation device attached to the inflation luer, water was aspirated through the inflation lumen of the catheter. It was found extremely difficult to pass the fluid through the catheter. Sections of the catheter were removed to inspect the lumens. It was found the inflation lumens were crushed resulting fluid flow resistance in the reduced diameter section of the catheter. The un-deformed section was found to have normal lumen shape. In this instance, the cause appears to be deformation of the balloon catheter causing the inflation lumens to be crushed and preventing fluid flow. The device was manufactured on 22-may-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing eleven (11) units, there has only been this one (1) reported complaint. A two (2) year review of product history for this device family revealed two (2) similar occurrences for the dilation balloon being difficult to deflate, or, unable to be deflated. During this same two (2) year timeframe, over 4,899 units were sold worldwide, making the occurrence rate for this failure mode 0.04 percent. To date there have been no patient long term adverse effects reported regarding this incident. The conmed eliminator pet biliary balloon dilator is a 5 french (1.7 mm), 180 cm, multi-lumen catheter with a discrete pet balloon mounted on its distal tip. The tip is tapered to provide a smooth interface with a 0.035 inch (0.89 mm) ptfe coated guidewire. This balloon dilator is compatible with duodenoscopes with a minimum 2.8 mm working channel. The conmed eliminator pet biliary balloon dilator is indicated for the endoscopic dilation of strictures of the common bile duct. To reduce the risk of component detachment and patient injury, the instructions for use (IFU) provides the following warnings and precautions: - do not exceed the recommended maximum balloon pressure. - do not use air or any gaseous substance as balloon inflation medium. - do not advance or retract balloon dilation catheter, or any other component, if resistance is met without first determining the cause and taking remedial action. - do not exceed recommended inflation pressure when inflating the balloon dilators. - failure to follow the balloon withdrawal procedures may result in increased difficulty during withdrawal.

Event description:
The end-user facility reported that during use of the eliminator pet biliary balloon dilator in an endoscopy dilation procedure of bile duct, the balloon dilator was allegedly not able to be deflated for removal. The balloon therefore could not be removed from the bile duct. In an attempt to remove the balloon in the bile duct, the surgeon tried to insert a second dilator. As a result, the second dilator was also stuck at the same position. The surgeon removed the dilators together with endoscopy and the balloon part came off the dilator and remained in the patient bile duct resulting in a perforated bulbus duodeni. As reported, open abdominal surgery was immediately performed and the procedure was completed as planned. To date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred as a result of the surgical retrieval of the device component.